Event description:
The patient experienced a shocking/jolting sensation in her leg while at the hairdresser. She was able to turn off the device with her programmer. She was at home in good condition. Further information was requested.

Manufacturer narrative:
(B)(4)